Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages, check therapy pad messages ) has been confirmed. Upon investigation the electrode belt had non-functional ecgs. The wires from the distribution node (dn) to rear were pulled out, with all wires broken. The root cause for the broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt and check therapy electrode messages.